Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse called and reported experiencing high blood glucose and diabetic ketoacidosis. The customer went to the emergency room. Customer's blood glucose was 491 mg/dl. He was treated with insulin intravenously. At the time of this report, customer's blood glucose was 149 mg/dl. The high pressure test was performed and passed. It was advised to change the entire set, reservoir, and insulin. It was stated the customer would change the site when family members would bring additional supplies. The insulin pump will not be returning at this time for analysis.